Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - charged coupled device cover lens --- cracked. - charged coupled device cover lens --- scratched. - bending section rubber glue --- separated. - insertion tube insulation too low/damaged. - mouthpiece --- damaged. - switch 1 --- incised, cuts. - plug unit --- damaged housing. - connector --- corroded. - angulation --- play. - angulation --- less or specified value. - biopsy channel --- forceps movement. - biopsy channel --- incised, cuts. - switch box unit --- scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The suspect device has not yet been returned to olympus for evaluation. The device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 2 colony forming units of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 1 colony forming units (cfus) of klebsiella oxytoca on (B)(6) 2023. The device was retested on (B)(6) 2023 and the air/water control channel tested positive for 9 colony forming units (cfus) of pseudomonas aeruginosa and enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.